Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for right atrial lead repositioning for unknown reason. The lead was explanted and replaced. No patient symptoms were reported.